Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer alleges while using her heating pad she received burn(s) to her body. There was not a report of property damage(s) with this incident.